Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument was found to have the conductor wire disconnected. There was no report of fragment(s) falling inside the patient. The procedure was completed as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the black cable was fully broken without loss of cautery. There were no signs of thermal damage at site of breakage and no arcing was observed. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wire was exposed. The conductor wire insulation was damaged, but the wire was not fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation show damage. The grip cable was frayed near the insulation damage site. Additional observation(s) not reported by site included the instrument was found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.